Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2004 and a mesh was implanted. The patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with adhesiolysis. It was reported that the patient underwent left oophorectomy and ureterolysis on (B)(6) 2010. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
The patient underwent mesh implantation in order to treat uterovaginal prolapse with incomplete cystocele, and enterocele. It was reported that the patient had a concurrent procedure of a hysterectomy performed during mesh implantation. It was reported that following insertion the patient experienced pain, erosion, urinary/bowel problems, bleeding, recurrence, dyspareunia, and vaginal scarring. It was reported that the patient experienced cystic pelvic mass containing mesh and underwent mesh resection on (B)(6) 2010 and (B)(6) 2010 the patient underwent small bowel resection secondary to very dense adhesions. No additional information was provided. (B)(4).

Manufacturer narrative:
(B)(4).